Manufacturer narrative:
Batch review performed on 06-nov-2020: lot 1904753: 80 items manufactured and released on 18-dec-2019. Expiration date: 08-dec-2024. No anomalies found related to the problem. To date, 51 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: during implantation of rsa in a (B)(6) patient, a fracture was created on the glenoid bone and sufficient stability could not be achieved. Cement was used and the surgery terminated, but soon afterwards the glenoid component fell off the bone and revision was necessary. This problem was not caused by a device deficiency.

Event description:
(B)(6) patient operated with reverse shoulder system on (B)(6) 2020. Intra-operatively, the glenoid construct was unstable, the glenoid bone fractured and the baseplate mobilized completely. The fracture and the baseplate were cemented in order to fix the issue. After 3 days, the baseplate mobilized again, the patient was then revised.